Manufacturer narrative:
All available information was investigated, and the reported material frayed (clip cover) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation identified the frayed clip cover as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This report is being filed due to frayed material. It was reported that on (B)(6) 2022, a mitraclip procedure was to be performed for a mitral regurgitation. When prepping the clip delivery system (cds) the physician noticed that some of the fabric on the clip was frayed. A replacement device was then used without issues and the device will return. There was no patient involvement and no clinically significant delays. No additional information has been provided.

Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.